Event description:
It was reported that sensing noise and mode switch were observed on the right atrial (ra) lead. Provocative testing was performed and noise could be reproduced. The patient was stable and will continue to be monitored; there were no adverse consequences.

Event description:
It was reported noise was observed on the right atrial (ra) lead. No intervention was performed. The patient was stable and will continue to be monitored; there were no adverse consequences.